Event description:
It was reported that the vns patient underwent generator replacement surgery on (B)(6) 2015 due to a low battery condition of the device. The patient¿s device was last tested during an office visit on (B)(6) 2015 which indicated battery status as ok. The surgeon believed that the device had reached end-of-life prematurely. The explanted generator has been returned to the manufacturer where analysis is currently underway. Attempts for additional relevant information have been unsuccessful to date.

Event description:
Further follow-up revealed that the generator was replaced prophylactically. The neurologist reported that no low battery indicators were observed prior to generator replacement. Analysis of the generator was completed on 05/13/2015. The battery shows and ifi = no condition. There were no performance or any other type of adverse conditions found with the pulse generator.